Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510f402; lot# lzzti. Triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# lubpk. Triathlon asym patella a29x9mm; cat# 5551l299; lot# lj338. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Upon completion of the (B)(6) study subject questionnaire at the 8-year postoperative visit, the subject answered the question- "are you satisfied with the results of your study knee replacement" with "no". The subject's comment was "not shaped as before, has bulge, has no pain." No action was taken, and subject did not report any adverse events associated with this outcome.

Event description:
Upon completion of the (B)(6) study subject questionnaire at the 8-year postoperative visit, the subject answered the question- "are you satisfied with the results of your study knee replacement" with "no". The subject's comment was "not shaped as before, has bulge, has no pain." No action was taken, and subject did not report any adverse events associated with this outcome.

Manufacturer narrative:
An event regarding patient dissatisfaction with the appearance of their knee following a tka involving a triathlon insert component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: the x-rays confirm a very adequate implantation of triathlon cr components with adequate size and position of components plus stable cemented fixation and a well tracking patellar component. [...] So, from the x-rays no obvious device pathology is evident. There are no medical records to detail what the patient means with "not shaped as before, has bulge, has no pain.¿ while no action was undertaken. All-in-all, it is not clear what the underlying problem may be and more clinical information is required to solve this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the reported event could not be confirmed or the cause of the event determined because insufficient information was provided. Further information such as medical records and clinical information to detail what the patient means with "not shaped as before, has bulge, has no pain" is needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.